Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown urinary/bowel dysfunction. It was reported that patient had a traumatic fall down their basement stairs on (B)(6) 2024. Patient said that their implant is on the same side they fell on. Patient was concerned that the fall may have caused the implant to move or shift. Patient stated initially after fall ins seemed okay as they were not getting any "jolting" sensations. They recently had a MRI done and it was found that they have tendon tears in their hip. Patient stated the MRI facility believed having the fall on the same side as ins and the titanium of ins during impact of the fall may have jabbed up into their hip bone. Patient also said that after fall they have to push communicator against skin with excessive force until they are "blue in the face" in order to connect to ins. The patient was redirected to their healthcare provider to further address the issue.